Event description:
Reporter stated the customer was hospitalized twice with hypoglycemia. She passed out for an unknown period of time around 7:30 p.m. On (B)(6) 2014. Her son called the paramedics, and they administered an unknown amount of glucose, but could not get her to respond. She was transported to the hospital and treated with glucose via IV. Her blood glucose reading at the hospital was below 1.5 mmol/l, and her normal range is 7.0-7.6 mmol/l. She was discharged around midnight. She drove to work the next morning and then collapsed. The paramedics were called, and she was transported to the hospital again and treated with an IV. She was discharged from the hospital on (B)(6) 2014. Her infusion device was removed, and she is currently using insulin injections. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.